Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they had been having trouble with their equipment not connecting. Patient said they'd been having issues over the last month, but issues were happening more and more and now since friday, communication between handset and communicator stopped. Patient said they would try to connect, but the handset screen would just circle around on connecting and the blue light wouldn't come on the communicator. Patient also said prior to friday, sometimes when they wanted to raise the intensity, the stimulation wouldn't move and then if stim did increase, it would increase sporadically at different intervals and then would also sometimes go back to "connecting". Patient said they tried resetting as they were shown to do when they called in the past (patient said they'd called a couple times), and the equipment is charg ed, but can't get past connecting screen now. Patient went to the doctor's office last week, but no manufacturer representative (rep) was in the clinic that day. Agent had patient reset communicator and close out of apps but was still stuck circling on connecting when trying to enter mystim app and bluetooth light did not turn on communicator, even though communicator was reset correctly. Patient turned bluetooth on handset off and back on, then closed apps, but still got stuck circling on connecting screen and communicator was not woken up from sleep mode. Patient then closed apps, restarted handset, reset communicator, then turned bluetooth off and back on and that time was able to successfully connect to mystim app and turn stim on. The troubleshooting steps taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.